Event description:
It was reported that the purewick urine collection system was not suctioning. Representative informed that the kit needs to be replaced because it had not replaced since (B)(6) 2022. It was noted that the patient had been using the purewick products for more than 90 days. As per additional information received from liberator on (B)(6) 2023 the purewick urine collection system did not power on and was letting out a burnt electricity smell. It was noted that the patient had been using the purewick products for more than 90 days

Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable as the reported codes are not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning. Representative informed that the kit needs to be replaced because it had not replaced since november2022. It was noted that the patient had been using the purewick products for more than 90 days. As per additional information received from liberator on 07april2023 the purewick urine collection system did not power on and was letting out a burnt electricity smell. It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.